Event description:
It was reported that the patient received inappropriate shocks due to oversensing noise on the right ventricular (rv) lead. A device header issue was also reported as there was noted noise on the atrial channel of the device when the atrial pin plug was maneuvered. The device was explanted and replaced; the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d234trk is not approved for distribution in the united states; however, it is in the same family as a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.